Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up after receiving inappropriate high voltage therapy. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shock due to incorrect signal and timing interpretation between premature ventricular contractions and the r wave in ventricular fibrillation bin . Programming changes were discussed and performed on the device. There were no adverse consequences to the patient.